Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser fiber was already broken upon opening the package. The procedure was completed with anotherflexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation results: one flexiva ID tractip 200 laser fiber was returned in one piece with kinks. The fiber measured approximately 317.5 cm from the top of the connector to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser fiber was already broken upon opening the package. The procedure was completed with anotherflexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.